Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection at the implant site, resulting in a subsequent procedure (date not reported) to debride and close the wound, which did not alleviate the problem. The device was subsequently explanted on (B)(6), 2011. There are plans to reimplant the patient with another device in the contralateral ear but this has not taken place as of the date of this report, (B)(6), 2011.